Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding a patient who was previously receiving dilaudid (dose/concentration unknown) via an implanted infusion pump. It was reported the patient's pump hadn't worked for 20 months, 2014 was noted. The patient was proactively suing his healthcare provider (hcp). Following implant, in (B)(6) 2014 the pump wasn't working for the patient's pain relief needs and he was told the oral dilaudid and intrathecal dilaudid were different and to give it some time to reach a therapeutic dose. The patient kept going back to his hcp and was having issues when telling his hcp that he wasn't getting the same level of relief from the oral pain medications. The patient saw numerous hcps at their hcp's office. He reportedly kept telling them it wasn't working and asked why the hcp couldn't give him the oral dilaudid that the patient was taking. The hcp was reportedly concerned about the patient taking oral dilaudid with the pain pump. The patient disputed that factor and told them he didn't have any issues with oral pain pills and was taking it and got better. He was doing things he did prior to his injuries because the patient medication the patient was put on before the oral dilaudid had side effects where he was sleeping all of the time. The patient was seeing that hcp's office up until 2015 and was continually telling the hcp that the pump wasn't providing any therapeutic benefit or effect. Their relationship ended in 2015. Their relationship reportedly ended because they wouldn't figure out why his pump was empty, were not giving him pain relief and because the hcp wouldn't prescribe anything orally. The patient was sent to see another hcp and the nurse there used the clinician programmer and was told the pump was totally empty. There was reportedly no alarm. The new hcp came back in at that time and said he wanted the patient to go see their previous hcp again at a different location 4 weeks from then. It was noted the patient never saw their initial hcp preoperatively or postoperatively and asked their new hcp they had been sent to if he could have something orally in the interim. The new hcp told him he would not so the patient chose some choice words, filed a complaint and now was in an investigation. It was also noted the patient was ordering medication, oral dilaudid pills, from (B)(6) because of the dea regulations. He had reportedly been told by hcps that they couldn't prescribe narcotic medication. The patient currently didn't have a pain hcp. It was noted the patient had a primary care hcp still, regarding his high blood pressure and asthma health issues that were pre-existing conditions prior to the pump implant. The patient hadn't gone to any other pump hcps because they are intimidated by the dea. It was then reported the patient's last hcp had wanted to remove the pump but told the patient they would never see him again. No further information was provided. Additional information was previously requested regarding med ication information and the reason for the patient's empty pump, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted. It was noted a lot of the patient's injuries were from the world trade center on (B)(6) 2011, his left leg was amputated and he was taking oral dilaudid 8mg once a day.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015 it was reported that the patient was admitted to the hospital with a possible stroke. The reporter was unsure what symptoms the patient was having, but he was scheduled to have a brain MRI. The reporter was calling for MRI compatibility guidelines. Additional information was received from a nurse regarding the patient and it was reported that there had been no meds in the pump for months and the patient had not utilized the pump since then. On (B)(6) 2016 additional information was received from the last known pump managing physician's office and it was reported that they had not seen the patient since (B)(6) 2015. At that time, the patient had dilaudid in their pump, but the patient never came back for another refill. The reporter did not know if the patient went somewhere else for refills and had no additional information.